Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump got water damaged. Customer stated the insulin pump got into the water by accident. Customer stated constant tone was occurring and got no delivery and buttons were not responding. Customer's blood glucose was 150 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump passed the displacement, prime, and excessive no delivery alarm tests. No excessive no delivery alarm was noted. No constant tone was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.